Event description:
It was reported this balloon catheter ruptured on the third inflation well above its rated burst pressure during an iliac artery angioplasty. Excessive resistance was encountered during withdrawal of the balloon catheter through the introducer sheath resulting in detachment of the distal tip of the catheter tip including the balloon material in the pt. The detached segment remained on the guidewire. Retrieval of the detached balloon segment, utilizing a snare, was successful. Another balloon catheter was used to successfully complete the procedure. No further details regarding the circumstances surrounding this event and pt condition were available. The device has just been received by this MFR. A supplemental will be forwarded upon completion of the engineering eval. It was indicated this device was infalted well beyond its rated burst pressure. It was also indicated exertion against resistance resulted in detachment of the distal tip of the balloon catheter. Co belives these factors contributed to this event. However, without evaluating the device, co is unable to determine the exact cause of this event at this time. Directions for use state: "the rated burst pressure should not be exceeded... Inflation in excess of rated burst pressure may cause the balloon to rupture... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.. If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."